Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k)#: (g4): additional premarket / 510(k)#: p190006.

Event description:
It was reported the patient underwent a revision of their neurostimulator. The patient had issues with their charging routine and switched their rechargeable ins to a non-recharge one. Motor thresholds were rechecked during procedure, and it is unchanged from the original implant. The physician checked x-rays and lead migration did not occur. The patient is doing well and beginning to notice improvement in symptoms.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause was. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. If the further information is received the investigation will be re-opened. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported the patient underwent a revision of their neurostimulator. The patient had issues with their charging routine and switched their rechargeable ins to a non-recharge one. Motor thresholds were rechecked during procedure, and it is unchanged from the original implant. The physician checked x-rays and lead migration did not occur. The patient is doing well and beginning to notice improvement in symptoms.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6.

Event description:
It was reported the patient underwent a revision of their neurostimulator. The patient had issues with their charging routine and switched their rechargeable ins to a non-recharge one. Motor thresholds were rechecked during procedure, and it is unchanged from the original implant. The physician checked x-rays and lead migration did not occur. The patient is doing well and beginning to notice improvement in symptoms.